Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-07-02: it was further reported that the patient's death was not related to rv lead or ipg.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two days post implant that the patient was deceased. The cause of death is not currently known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted the connector pin appeared bent. It was noted the right ventricular (rv) lead would not sit fully into the header. The lead was attempted/not used and replaced. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.